Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was unresponsive. Customer stated that the screen will turn on; however, cannot continue through the 1-2-3 sequence on the touchscreen. The customer's blood glucose (bg) was 265 mg/dl. The customer administered a manual injection. The customer would continue use of manual injections for insulin therapy.